Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received replace battery now alarm. Customer¿s blood glucose level was unknown. Customer reported that they did not receive the low battery alarm prior to replace battery alarm. Customer stated that they changed the batteries for three times but insulin pump alarm again replace battery now alarm. Customer reported that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised that insulin pump will need to be replaced. Customer was advised that they may continue to wear the insulin pump until replacement arrives if they insert a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).